Manufacturer narrative:
A distributing facility reported, "sensor malfunction. The machine could not read the temperature." Deroyal industries requested return of the sample, however, it has not yet been returned. Deroyal reviewed work orders and failure mode and effects analysis (fmeas) and no issues were found. An inventory check was completed on 125 esophageal stethoscopes and all were within specification. A complaint to sales ratio was calculated and was found to be (B)(4). Root cause: because the device was not returned and no issues or discrepancies were identified with product records, the root cause could not be determined. Corrective and preventive actions: because no root cause was determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this issue and item. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
A distributing facility reported, "sensor malfunction. The machine could not read the temperature."